Event description:
The handles were not staying locked on broach, causing a 20 minute delay in surgery.

Manufacturer narrative:
Qty 2. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.